Event description:
Patient had a mid shaft tibia fracture. The surgeon was doing a tibial roding procedure when the 8.5mm front cutting reamer head broke into three pieces inside the patient. The surgeon retrieved all three broken pieces and the main body of the reamer is intact. The surgeon felt confident nothing left in the patient. The surgery was delayed by 10-15 minutes due to this incident. There was no patient harm noted and the surgeon was able to complete the procedure with a zimmer reamer. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. As indicated in the DHR the correct material, 1.4112, was used and hardness was with hv 699 within the specification of hv 690 +, -40. The fracture face is homogenous, which indicates material conformity. The relevant dimensions were checked and no deviation was found. No manufacturing related fault could be detected. It is clearly visible that the cutting edges of the reamer are completely blunt. This let us assume that a mechanical overload by the use of a blunt instrument caused this breakage. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.